Manufacturer narrative:
Zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the consumer could not adjust the pen ii organon puregon® pen second gen to the needed "75 units" nor inject medication during use. The following information was provided by the initial reporter: "anonymous user has received puregon 300 units and is now supposed to inject 75 units with the pen. According to the patient, she can neither adjust the units on the pen itself nor trigger the injection on the pen, she suspects a technical defect, but could not explain it in more detail, only spoke broken german."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer could not adjust the pen ii organon puregon® pen second gen to the needed "75 units" nor inject medication during use. The following information was provided by the initial reporter: "anonymous user has received puregon 300 units and is now supposed to inject 75 units with the pen. According to the patient, she can neither adjust the units on the pen itself nor trigger the injection on the pen, she suspects a technical defect, but could not explain it in more detail, only spoke broken (B)(6)."